Event description:
The hub of an umbilical catheter (3.5) snapped off while the catheter was inside the baby. The nurse fortunately, was very observant and clamped the line before any air went into the baby or blood came out.